Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Exact dates were not detailed. (B)(4). A carefusion field service representative visited the user facility on (B)(6) 2014 to evaluate the device. During the course of the evaluation the field service representative detailed while on site, viewed the error log and found fvc error. Characterized fvc and ran complete ovp for 3 hrs on unit from etm at (B)(4) to (B)(4) . Found no issues with vent as the vent tested completely. End user said vent was on patient and issue was vent inop. Error log said pneumatics error and fcv error. Unit log stated ran from (B)(6) 2014 from 17:33 to 17:51 and shut down and new vent was installed on patient. No parts or components required replacement. On (B)(6) 2014 carefusion field service representative visited the user facility and again, ran full ovp on unit and tested to manual specifications. Checked the error log for any errors, no issues found. Unit was tested for any malfunctions during the normal operation, no issues found, unit worked as per manufactures specifications.

Event description:
An avea ventilator s/n (B)(4) has had a major failure while in use on a patient. The unit has two error messages, bad cal, fcv, pneumatic module ftc. The last service event was on (B)(6) 2014. The customer revealed the reported condition could be one of two faults. First is that the gde is defective or the calibration is way off. The ventilator was in use on a patient who subsequently expired. The ventilator has been removed from service. Customer requested a field service to review/evaluate the unit. (B)(6) 2014 carefusion field service representative reported after speaking with the user facility, the patient did not expired while during usage on the vent. What happened is the patient desaturated on the vent as the vent went inop. Then [end user] changed the vent out and the patient later expired. The director of respiratory at the user facility reported "the patient did not [expire] on the vent; the patient expired the next day; the vent did not affect the patient's status".